Event description:
It was reported, during a lap sigmoidectomy procedure that there was a tear in the lap disc during retraction of the hand outside of the abdomen early in the procedure steps. Abdominal wall thickness approx 3cm. There was no adverse pt consequence.